Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-13088.it was reported that the patient experienced inappropriate shock during an episode of atrial tachycardia in 2018. The right atrial lead was deactivated. On 3 aug 2020, the right atrial lead and implantable cardioverter defibrillator were explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded 21.1cm to 21.9cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.